Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Peritoneal dialysis patient reported to technical service during drain 3 out of 4 having drained 914ml out of an expected 1504ml. Patient reported receiving the air detected in cassette warning. The patient attempted to troubleshoot, but the warning continued to return. Patient confirmed that the patient connection and bag connections were tight. Patient confirmed that the unused lines were clamped. Treatment was cancelled and when removing the cassette, the patient reported observing a fluid leak from the cassette into the cycler door. The patient was advised to discontinue use of the liberty select and to contact the peritoneal dialysis nurse. It was indicated that treatment would be completed with continuous ambulatory peritoneal dialysis. Follow up with the patient indicates that the patient¿s clinic was notified of the alleged event. The patient reported not completing treatment the night of the alleged event. The patient resumed treatment on the replacement cycler. Patient did not experience any complications as a result of the alleged event. There was no medical intervention. The liberty cycler set was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.